Event description:
It was reported that air bubbles were observed within the canister. There was no reported adverse impact to the customer¿s blood glucose level. Customer primed the tubing to address the issue.